Event description:
Related to MFR #: 3005188751-2012-00294, and 3005188751-2012-00294. It was reported during an atrial flutter ablation procedure using a cool flex ablation catheter a cardiac perforation occurred. Transseptal puncture was performed with a fast cath introducer and brk transseptal needle. The physician placed a non-sjm lasso catheter in the pulmonary vein and a medtronic catheter in the coronary sinus. During rf ablation with the cool flex catheter on the right superior pulmonary vein, the cardiac perforation was indicated by a decrease in the pt's blood pressure. The physician performed a pericardiocentesis and the pt recovered with no further intervention required. The pt's current status was listed as fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device a supplemental report will be filed.